Event description:
Status post c3-c4 partial vertebrectomy with fusion, zero-p with four screws. Pt returned to neuro surgeon complaining of erythema around the neck with burning pain, surgeon noted the neck was red and warm. The surgeon referred the pt to an allergist and the hardware has not been removed. This is three of five reports for this event.

Manufacturer narrative:
This info was not provided during the initial report. Additional info has been requested. Subject device has not explanted. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number a device history record review could not be requested.